Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and oversensing leading to pacing inhibition and asystole. Boston scientific technical services reviewed the stored events and discussed programming options. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating a lead revision took place. This right ventricular (rv) lead was capped and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.